Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was experiencing nausea. The patient cannot recall the cgm/bg values for this event; however, the patient was alleging an inaccuracy. The patient was wearing a tandem insulin pump. The patient reported being hospitalized due to the inaccuracy but could not provide any further event details. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.